Event description:
Customer reported receiving erratic results from the freestyle meter. The reported results were outside the 20% range. Hcp ordered customer to take extra insulin based on these readings. Due to the extra insulin adminstered, the customer reported passing out and being taken to the hosp emergency room by spouse. At the hosp, the customer was treated intravenously with glucose.